Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient sees a power on reset (por) message. They don't know if the patient was recently near electromagnetic interference (emi). They recently had "a lot of problems" as well. As a result of what was reported, the patient was redirected to an healthcare provider (hcp). The consumer didn't have an hcp so a listing was sent to them. No further patient complications have been reported as a result of this event.